Event description:
It was reported that the customer received multiple power source alerts. Additionally, the battery gauge was fluctuating. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose value was between 160-165 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.